Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's parent called and reported the insulin pump had a crack in it and it was hard to read the writing on the front. Customer's blood glucose was 21.0 mmol/l. The insulin pump was not available for troubleshooting. The customer's parent stated she would call back later with the device to troubleshoot. The customer called back and stated the damage was to the display screen and there was difficulty reading the screen. It was advised the device would be replaced. The insulin pump will not be returning at this time for analysis.